Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for not calibrating. The vpmr (volume per mechanical revolution) is out of range. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance for not calibrating. The vpmr (volume per mechanical revolution) is out of range. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 vpmr out of range. Technical support: 1. Informed this is most likely due to the mechanism assembly, and recommended replacing. 2. Provided part number. 3. Transferred to order management for further assistance. The customer reported problem of 8100 vpmr out of range was confirmed. A serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : tech support performed troubleshooting over the phone.